Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the devices are identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps had "additional issues with back flow" during therapy (medication, programmed amount and delivery rate unknown) in the neonatal intensive care unit. The customer reported that "she did not believe it to be a pump malfunction but an issue with the facilities knowledge of how to set up the sets." It was also reported there was no patient injury.